Manufacturer narrative:
No patient was involved in this event. Field service engineer found mvs will not power up, ac line power led not lit. Found f11 and f12 blown. Ohmed out power cord and did not find any problems. Replaced fuses, booted mvs and o-arm, took 2d shot, completed safety inspection. Replacing the fuses resolved the issue. System fully functional after fuse replacement.

Event description:
Medtronic field service engineer reported that after a case the site stored the o-arm system and when going to move it again the mvs (mobile viewing station) would not boot. The f11 and f12 fuses needed to be replaced. This was reported outside of surgery, no patient present.